Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences. There was no reported impact to the customer's blood glucose level. Reportedly, the customer successfully completed the load sequence and insulin delivery was resumed.